Manufacturer narrative:
(B)(4). Baxter received an devaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced but was confirmed through a review of the device event history log. Evaluation found a lower latch switch was slow to respond. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this system issue.

Event description:
It was reported that a spectrum pump displayed system error 322 during patient care (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.